Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrodes. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
During evaluation of an electrode belt for an unrelated problem, the belt failed an ECG fall-off test.